Event description:
It was reported by the customer stated that the end of the tubing that connected to the drainage system was kinked when it was taken out of the kit. This had caused an obstruction, resulting in urine backing up and leading the catheter to leak at the insertion site. With the patient today, once they unkinked the tubing, they drained 700 cc of urine. This issue had been causing leakage and kinking for the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer stated that the end of the tubing that connected to the drainage system was kinked when it was taken out of the kit. This had caused an obstruction, resulting in urine backing up and leading the catheter to leak at the insertion site. With the patient today, once they unkinked the tubing, they drained 700 cc of urine. This issue had been causing leakage and kinking for the patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.